Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8781 lot/serial# (B)(4), implanted: (B)(6) 2018, product type catheter; ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2.5 mg/ml of morphine at 0.25 mg/day via an implantable pump for spinal pain. It was reported the patient had not been responding to dose increases. The patient continued to experience pain. It was unknown when the issue began regarding the pain symptoms not responding to dose increases. The patient had an exploratory surgery on (B)(6) 2018 and the doctor discovered that the catheter was ¿extremely coiled¿ during the procedure. Therefore, the catheter was revised. The rep reported it was like the patient was flipping the pump or the catheter was never secured. It was unknown which scenario caused the coiling. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the coiled catheter segment would not be returned for analysis. It was indicated that it was not required by the physician. The segment was sent to the pathology department. Regarding the report the doctor was not sure if the patient was flipping their pump or the catheter was not secured, the rep clarified that no speculation was described by the physician. It was unknown if there was any information to suggest that the pump was flipped or flipping. The rep also reported that the catheter was secured. No additional factors have been identified which may have caused or contributed to the catheter coiling. It was unknown if the lack of pain control had resolved following the revision. It was indicated the information had been confirmed with the physician/account.